Event description:
The nurse opened the custom c-section delivery pack and found the infant/family arm bands loose inside the kit. 2 pair of bands matched instead of all four. The numbers need to match in order for the infant to be given to the correct family.this is the second occurrence that we have identified.======================manufacturer response for infant and family ID bands in a c- section pack, cardinal (per site reporter).======================the manufacturer is very apologetic and alarmed. The sales rep sent in a whole case of new armbands so nursing can discard any more miss-matched bands. Cardinal has committed to following up on the failure.